Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the main coil was stretched and kinked at the zap tip and primary coil section, also, is detached at the arm coil. No more damages were observed during the visual inspection. The functional could not be performed due to the main coil and the pusher wire are not interlocking. Dimensional inspection of the pusher wire and main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10jan2024. It was reported that difficulty removal and premature deployment occurred. An 8mm x 40cm interlock-35 coil was selected for percutaneous femoral artery catheterization with thin mesh stent implantation. During the procedure, it was found that the coil was prematurely deployed, could not be pulled after multiple attempts, and could only cut the tube violently. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached at the arm coil.